Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a post magnetic resonance imaging (MRI) check of this pacemaker, the field representative wanted to confirm whether the patient was in atrial fibrillation (af). Technical services (ts) confirmed that af was observed. Upon review of stored atrial tachy response (atr) episodes, farfield r-wave oversensing was identified. This pacemaker remains in service. No adverse patient effects were reported.